Event description:
The pt had a laparoscopic sigmoid resection rectopexy procedure with the car 27 in 2009. The pt was discharged 2 days later, but was re-admitted at about 3 days later with complaints of abdominal pain. She had exploratory laparoscopy with temporary diverting ileostomy due to anastomotic leak in the early morning of the next day.